Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Phone: (B)(6). Device evaluation: the actual lens was not evaluated as it remains implanted. A video showing what is described (by the customer) as: strength of grooves: a little. The video showing the implanted iol was evaluated. However, based on the observed video the level of machines lines cannot be determined per iol specifications procedure amos3254. The magnification and lighting conditions of the provided video are unknown. Therefore, a product quality deficiency could not be determined. As part of the manufacturing process the lenses are inspected and discarded if the iol exceeds the established acceptance criteria defined in the manufacturing process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that clearly visible groves of little strength were observed on the optic of the lenses could be seen during implantation. No explant is planned and no impact on patient vision has been reported. Additional information received states no interventions are planned, outcome is good and no reports of halos or other visual issues. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.